Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73j1600130 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Clips fell out of applier. The patient's condition was reported as fine.